Manufacturer narrative:
The patient's transplant is reported in MFR report #2916596-2021-07792. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the was admitted on (B)(6) 2019 for a driveline infection. There was moderate growth of providencia rettegeri, pseudomonas aeruginosa, and corynebacterium species. The patient had positive blood cultures and a fever. The plan of care was to clear blood cultures with intravenous antibiotics and the patient was listed for transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.